Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in the hospital for a lead revision. The patient's right atrial (ra) lead exhibited a high capture threshold. During the procedure, the new ra lead also exhibited a high pacing impedance issue despite several attempts of repositioning. Eventually, the new ra lead was not used and replaced during the procedure. The physician successfully capped and replaced the initially implanted ra lead on (B)(6) 2025. The patient was in stable condition.